Event description:
Complainant alleged that during biomed testing, the device intermittently powers on in configuration mode and would intermittently not discharge during self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.